Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the scroll compressor and the batteries. The fse then verified that the iabp was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that during routine preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp) he was not able to calibrate the regulator to specification due to a defective scroll compressor. The fse also found that both batteries failed the runtime test. There was no patient involvement or adverse event reported.